Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported free flow of insulin could not be confirmed or replicated during the laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. External and internal inspection did not confirm any anomalies of the electrical or mechanical components. All inspected parts were observed to be manufactured by bd. The event date was reported to have occurred on 04 december 2025; time was not reported. The pump modules and pcu logs were downloaded to ascertain event details associated with the reported complaint. A review of the pump module and pcu error log showed no records related to the reported issue of the suspect pump module. A review of the pcu event log, the last infusion was recorded on 03 december 2025, at 2:59 pm an infusion of insulin ¿ hyperglycemia was programmed via remote IV, with the following parameters: drug amount of 100mg, diluent volume of 100ml, dose of 1unit/h, concentration of 1unit/ml, rate of 7ml/h, volume to be infused (vtbi) of 100ml. The infusion was started and a few seconds later the suspect pump module alarmed ¿check IV set¿ twice. At 3:08 pm, the user pressed channel off with a primary volume infused (pvi) recorded of 0ml. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. Bd alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The incident administration set was not returned for this investigation; therefore, testing could not be performed. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported free flow of insulin was not determined or replicated. Laboratory testing showed the suspected pump module was delivering fluid within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a free flow issue while infusing insulin. Insulin was programmed to infuse at the rate of 7ml/hr. The total volume concentration was 100ml. The actual volume that infused was 60-70ml in 10 minutes. The event did not occur at shift change. Nicardipine was also infusing at a rate of 2.5mg/hr (25ml/hr). The tubing used at the time of infusion was bd infusion set. There was patient involvement, but no harm.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a free flow issue while infusing insulin. Insulin was programmed to infuse at the rate of 7ml/hr. The total volume concentration was 100ml. The actual volume that infused was 60-70ml in 10 minutes. The event did not occur at shift change. Nicardipine was also infusing at a rate of 2.5mg/hr (25ml/hr). The tubing used at the time of infusion was bd infusion set. There was patient involvement, but no harm. Additional information received 11feb2026: shortly after the infusion of insulin was started the device alarmed. The clinician silenced the device and could not recall if the device displayed a message. The device alarmed a second time (the clinician did not recall what alarm/message displayed). The clinician opened the door (clinician unsure if she closed the roller clamp). The clinician stated she "ripped the tubing out of the module" in fear of overdosing the patient. There were no visible issues with the tubing or device. A blood glucose reading was obtained and read 500mg/dl which per report is "typical for this patient" who has a history of hyperglycemia. The pharmacy was notified and the device was sequestered.

Event description:
It was reported there was a free flow issue while infusing insulin. Insulin was programmed to infuse at the rate of 7ml/hr. The total volume concentration was 100ml. The actual volume that infused was 60-70ml in 10 minutes. The event did not occur at shift change. Nicardipine was also infusing at a rate of 2.5mg/hr (25ml/hr). The tubing used at the time of infusion was bd infusion set. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.